Manufacturer narrative:
The customer declined service. No repair information available. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in allegation of an inability to switch ventilation modes as expected. There was no patient involvement.